Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen with moisture) issue. It was alleged the display was blank with moisture behind it. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: date of submission 01-feb-2018. Device evaluation: the device has been returned and evaluated by product analysis on 19-jan-2018 with the following findings: investigation could not confirm or duplicate the complaint of a blank screen. Moisture was observed under the display lens. Unrelated to the original complaint, the pump powered on to a dim display with reddish text. There were cracks in the battery compartment from threads to left of grip pad, and below grip pad to case seal. The leak test failed due to the battery compartment leak. The pump was opened and moisture was observed on all internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.